Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was undersensing atrial events. There was allegation of premature battery depletion as well.